Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door sensors were malfunctioning. A field service engineer (fse) arrived at the auxiliary tower and found that drawer number 8 was opening despite the computer indicating it was closed, it was determined that the micro switches on the latch assembly were defective. The entire latch assembly was replaced, and the unit was tested and verified to be operating properly using the hardware test application self-test. Fse cleaned all electrical connectors in the cabinet, applied conductive grease to all microswitch connectors, and tightened and resecured all wiring harnesses. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door sensors were failed and returned to the main menu before door had been fully closed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.